Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the submitted log file. The heartmate mobile power unit (mpu) was not returned; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 3 days (29may2021 ¿ 01jun2021 per the timestamp). The log file captured intermittent low power hazard alarms, power cable disconnect alarms, and no external power alarms active beginning on (B)(6) 2021 at 22:54:08 to 22:55:06 due to the rsoc voltage in both power cables dropped to approximately 0 volts. This is consistent with the patient losing power in their house. During the no external power events, the system controller went into power save mode and the backup battery was able to support the system without issues. The alarms resolved the power source was swapped to battery power. Provided information stated that the mobile power unit (mpu) will not be returning and the serial number of the mpu is (B)(6). In addition, the mpu had a v-lock connector on the ac power cord and the power cord did not come loose. Additionally, it was stated that it was known that the power went out, causing the event. The root cause of the reported event was determined to be a loss of power in the patient¿s house while connected to the mpu. The device history records were reviewed and the records revealed the heartmate mobile power unit (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 30dec2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, power cable disconnect alarm conditions, low voltage hazard alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event was caused by a power outage at the patient's home. The mpu does have a v-lock connector on the ac power cord, and the power cord did not come loose from the wall or from the back of the unit.

Manufacturer narrative:
The serial number of the mpu was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The event log displayed transient low voltage alarms on (B)(6) 2021 and (B)(6) 2021 due to depleted batteries in-use/normal battery depletion. It was reported that the log file displayed additional transient low voltage alarms on (B)(6) 2021 while tethered on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted.